Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 5/30/2018. Medical records reviewed to determine MDR reportability. Left attune total knee revised to address varus subsidence and aseptic loosening of the tibial baseplate component. Revising surgeon indicated that the tibia was loose, having "delaminated" from the cement mantle. In contrast, the femur and patella components were well-fixed. Femur, tibia, and insert were revised. Doi: (B)(6) 2014; dor: (B)(6) 2017; (left knee).

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report related to implant loosening. Total for lot number: 1 (com-(B)(4) complaints received by cmw in the last 12 months for this issue ¿ ) if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor ¿ exempt per wi-7915 - known possible complication of joint replacement surgery no device associated with this report was received for examination. A complaint database search on the provided depuy cmw 1 40g (product code 3312040 lot number 4944782) found an additional report and a device history record (DHR) review was conducted. DHR review: one unrelated non-conformance on this batch was found. Final micro and sterility tests passed. Complaints received by cmw in the last 12 months for this issue ¿ by product code: 6 by product family: 22 (7x depuy cmw 1, 7x depuy cmw 2, 4x depuy cmw 3, 4x endurance) review of the dhrs did not reveal any related manufacturing deviations or anomalies on the provided product/lot combination. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Any follow-up for additional event information will be conducted by the legal group. - without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specification at the time it was released for distribution. - the device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution to the reported event was identified. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.